Manufacturer narrative:
The reported events were failure to sense and lead dislodgement due to twiddler¿s syndrome. As received, a partial distal portion of the lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
During follow-up, loss of sensing and dislodgement due to twiddler¿s syndrome were observed on the right atrial (ra) lead and right ventricular (rv). The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: (B)(4).